Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that her insulin pump had keypad anomaly. The customer's blood glucose level was unknown at the time of the incident. The customer reported that all the buttons on the insulin pump became unresponsive at times. She also reported that she received low alarm in the middle of the night; but she was not low, some pieces near the reservoir area chipped off, and she had gotten code error once. The insulin pump will not be returned for analysis.

Manufacturer narrative:
No button error alarm noted during testing. Device had unresponsive buttons due to flattened esc buttons dome switch. No unlocked j2 or lcd keypad connector noted. Unable to perform operating currents, self-test, a21 error test and displacement test or verify low battery alarm due to unresponsive button. Device had cracked battery tube threads.